Event description:
Spontaneous report. Indication: nonfamilial hypogammaglobulinemia. Patient wife reports the pump is moving slower than normal with use. Sn: (B)(6). Pt was able to finish infusion, no adverse event reported. Pump will be returned. Reported to (B)(6) by: patient/caregiver.